Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 800 mg/dl. The customer's current blood glucose is 121 mg/dl. The customer was treated with insulin drip in the hospital. Customer stated insulin pump had insulin flow blocked alarm. Customer stated the insulin did exit. Customer stated they was not wearing the insulin pump due to issues with insulin flow blocked alarm. The insulin pump will not be returned for analysis.